Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Upon reviewing the session records, myopotential oversensing was suspected. Patient was asymptomatic and was unaware of the episodes. Programming changes will be made during patient's next in clinic visit. Patient was fine.